Event description:
Caller reported an error with their continuous glucose monitor identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the caller successfully started their sensor session without the error reappearing.